Event description:
Customer reported hospitalization due to high blood glucose. The blood glucose reading was over 600 mg/dl. Customer was having difficulty breathing and shaking. Diagnosed diabetes ketoacidosis. Bayer informed customer that the meter was at fault for the high blood glucose reading. Customer was hospitalized for five days. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.